Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was in the 30mg/dl. The customer's most current level was 120mg/dl. Troubleshoot was conducted. The customer was assisted in correcting pump programming. The customer was advised to monitor the device and call back if issues persist.